Event description:
It was reported during surgery, the alignment peg weld broke. The peg was lost in the garbage.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.